Manufacturer narrative:
(B)(4). Approximate age of device ¿ 85 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that the patient was assessed in the emergency department with a lactate dehydrogenase (ldh) level in the 2000¿s u/l. On (B)(6) 2017, it was reported that the ramp echocardiogram showed no evidence of thrombus. At maximum speed, the aortic valve opened slightly on every beat with restricted opening. The patient was restarted on aspirin at 81mg. The ldh level was trended daily while the patient was in the hospital, and it is down. The patient was discharged to home on an unspecified date, and will continue to be monitored. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. Although evaluation of the submitted system controller log file confirmed power elevations and corresponding elevations in estimated flow, a correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. The submitted system controller log file contains data from (B)(6) 2017 through (B)(6) 2017. Transient power elevations and corresponding elevations in estimated flow were captured on (B)(6) 2017, reaching values up to 8.4 watts and 11.3 lpm, respectively. Further transient power and flow elevations were captured from (B)(6) 2017 through the remainder of the system controller log file, reaching values up to 9.9 watts and 12 lpm, respectively. These elevations appeared to correspond with a decreased pulsitile index (pi), reaching values as low as 2.0. Despite the observed parameter elevations, the pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the system controller log file. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.